Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endo-anchoring system was used as an accessory device along with a non-mdt stent graft in the patient for a 54.9mm aaa. It was reported that the endoanchors were used as a prevention for neck dilatation in a previously implanted unknown type stent graft. Neck length was reported as 12mm with max aaa diameter of 54.9mm, 40% thrombus at seal zone with 5% calcium. Two and a half years later, it was reported that the patient expired. The cause of the death is currently unknown and it relationship to device/procedure is unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
Additional information received; the cause of the death was confirmed as not related to device or procedure. If information is provided in the future, a supplemental report will be issued.